Event description:
Information received by medtronic indicated that the black foot of inpen was fell off. No harm requiring medical intervention was reported. The customer had discontinued to use the device.

Manufacturer narrative:
Battery life remaining: <3 months. Per visual inspection: injection foot is missing. No physical damage to cartridge holder, cap or inpen was noted. Customer reports: injection foot broke off. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received with injection foot missing. This can affect insulin delivery. The customer complaint of injection foot being damaged was confirmed.